Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced fluctuating blood glucose with hyperglycemia after a usual dinner announcement of approximately 70¿74 grams of carbohydrates, with glucose rising to 371 mg/dl; earlier that day the user noted a low of 95 mg/dl and reported the pod had briefly fallen and dangled, and the user did not use backup therapy or perform ketone testing. Symptoms included feeling sweaty and shaky at lower glucose. Outcomes included no medical intervention, no hospitalization, and no long-term harm reported. Investigation included troubleshooting and user education via customer support. Investigation of this case revealed cause unclear for the hyperglycemia event. It was concluded that the event was user-reported hyperglycemia with cause unclear, occurring during initial device use and without evidence of device malfunction.